Event description:
Started using the bpm 3 days ago. The readings are up and down. The diastolic is reading high and she's feeling fine. Normal bpm 122/73, but the bpm result 127/93. She never measures in the 90 range. She then compared the bpm to other and it's diastolic was in the 80's. She doesn't have the box, so she'll be returning the bpm in the replacement box.